Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received with normal operating currents and no unexpected low battery alarm noted during testing. The pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had low battery issue. The customer¿s blood glucose level was 114 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.